Event description:
Caller reported a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process, which successfully resolved the issue. Subsequently, the caller was able to start their sensor session without further errors.